Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found the control knobs hard to turn. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the upper case, lower case, and ring cover are broken. One battery latch and two side bail covers are contaminated.